Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("total hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('total hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("the brain fog will get better"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the hysterectomy and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and hysterectomy to be related to essure. Amendment: the report was amended for the following reason: all the information form (B)(4) (deletion case) was retention case (B)(4). Added reporter. Added event the brain fog will get better. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("the brain fog will get better"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("the brain fog will get better"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event medical device removal updated to stabbing pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.